Manufacturer narrative:
Physio-control continues to investigate the issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control quality engineering is investigating an issue following a notice from a parts supplier, (B) (4), a potential issue with the device OEM and therapy printed circuit board assemblies (pcbas) with optocoupler components ((B) (4)). (B) (4) report to the supplier involves a process change that has the potential to impact the reliability of the optocoupler component. Preliminary assessment of the component failure impact is no defibrillation energy delivery and/or the spo2 function could become inoperative in affected devices. Electrical isolation would be maintained in nonconforming components following failure.